Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The crt-d was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been shocked for ventricular fibrillation (vf) after their rate had decreased below the programmed detection rate. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.